Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported separation of the silastic sleeve from the metal connector on the patient¿s driveline could not conclusively be determined through this evaluation. It was reported that the patient¿s driveline had separation of silastic at the metal connector requiring a clamshell repair. The clam shell repair was scheduled for 26feb2021. Per additional information from the technical service specialist, a clamshell repair was performed by technical service specialist on (B)(6) 2021. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 07dec2015. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas instructions for use (IFU) section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested but not yet provided.

Event description:
It was reported that the patient's driveline had a separation of the silastic at the metal connector that required a clamshell repair. The clamshell repair was successfully completed on (B)(6) 2021.